Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. The stapling device was being applied to the bowel. The stapler had partially fired. In order to resolve the issue and complete the case, a new stapler was used. There was no patient harm. The patient outcome is alive, no injury.